Event description:
It was reported that this patient's device is under advisory for premature battery depletion. Remote device analysis was performed and premature battery depletion is suspected. The device was subsequently explanted. No additional adverse events were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.